Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that while interrogating a device an error message appeared on the programmer. The caller also stated that there was an earlier message about the system "overheating." Technical services suggested turning off the programmer for a minimum of two hours. The status of the programmer is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that while interrogating an implantable device, an error message appeared on the programmer. The caller also stated that there was an earlier message about the system overheating. Technical services suggested turning off the programmer for a minimum of two hours. The status of the programmer is unknown. No patient complications have been reported as a result of this event.